Manufacturer narrative:
Medwatch submitted to the FDA on 09/12/2016. Multiple follow up attempts were performed in order to obtain device relationship to the event. No response to follow up attempts. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: there have been concerns raised regarding potential damaging effects on children born of mothers with implants. A review of the published literature on this issue suggests that the information is insufficient to draw definitive conclusions.

Event description:
Patient reported a new neurological disorder diagnosis of offspring, specified as ¿autism.¿ no treatment for ¿autism¿ was specified, and the device remains implanted. This medwatch represents the right side. See MFR # 9617229-2016-00129 for the left side.

Manufacturer narrative:
Multiple follow up attempts were performed in order to obtain device relationship to the event. No response to follow up attempts. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient additionally reported a new neurological diagnosis of offspring, specified as ¿asperberger's." No treatment was specified. This medwatch represents the right side. See MFR # 9617229-2016-00129 for the left side.